Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Device history record (DHR) was reviewed and no discrepancies were found. An investigation has been performed by the marketing team, reporting that the kit was sent to the hospital, with the intention that the sales executive would source the missing items from elsewhere, once speaking to the surgeon and discussing the case, to ensure they were needed. Following investigations, I was confirmed that the sales executive was notified that these items would be missing. The sales executive was not sufficiently familiar with the kit to realise the importance of the missing items, and he relied on feedback from the revision specialist and the surgeon. Due to annual leave, the checking in of this kit was not performed as diligently as it normally would, and so the case eventually went to theatre with these items missing. The sales executives have been fully trained in this revision system. In addition, all the sales executives have been trained to ensure they ask for help from qualified parties, before any such case is undertaken in similar circumstances again. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source, foreign ¿ event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that prior to starting a knee arthroplasty procedure, it was found the femoral bushings were missing from the kit. Replacement bushings were retrieved, resulting in a two hour delay in procedure. No complications were reported.